Manufacturer narrative:
(B)(4). Concomitant medical products: us157850, m2a-magnum pf cup 50odx44id, 151150. The 157444, m2a-magnum mod hd sz 44 mm, 571480. The 11-104110, mlry-hd por fmrl 10 x 155 mm, 079710. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02921, 0001825034 - 2018 - 02919.

Event description:
It was reported that the patient's right hip was revised approximately eight years post-implantation due to pain, discomfort, elevated metal ions, and adverse local tissue reaction. Clinical appearance was consistent with an adverse local tissue reaction with metallosis and metal staining of the soft tissues. Cloudy synovial fluid was obtained. Mild to moderate corrosion at tapered junction was seen. Cup, liner, head and taper were revised. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual inspection of the taper shows scratches around the cutouts and the taper hole. A white ring of debris was observed inside the taper of the adaptor along with scratching. Sem analysis notes the taper was reviewed via optical microscopy. A consensus modified goldberg score of 4 was determined. A score of 4 corresponds to damage over the majority of the surface with severe corrosion attack and abundant corrosion debris. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes which indicates that patient underwent revision due to failed right hip arthroplasty and adverse local tissue reaction. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.